Event description:
Surgeon performed a cystoscopy, cystocele repair, and pubovaginal sling on this patient. While doing the pubovaginal sling, the surgeon was using a boston scientific precision speedtac transvaginal anchor system and the suture anchor broke. The circulator opened another boston scientific speedtac transvaginal anchor system and this one worked without any problems. The patient's diagnosis is stress urinary incontinence and cystocele.this facility has had three of these devices fail during two cases.====================== manufacturer response for transvaginal anchor system, precision speedtac (per site reporter).====================== sales rep notified - reporter not aware of response.